Event description:
It was indicated that the patient was using an unsupported operating system, which is misuse of the device. It was reported that an alert/notification settings occurred. Performance data was reviewed. The allegation was undetermined via data. However, it was found that egvs not updating issue occurred within the investigation window. The probable cause was determined to be an error with an event handler which caused the app to prevent the trend graph and current estimated glucose value from updating. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).